Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the source of the infection is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), the patient had a sapien valve implanted in 2011 which required a 26mm sapien xt to be placed within it three years later due to valve degeneration. Currently, the sapien xt valve has degenerated as well and both valves were explanted with a conventional surgical valve implanted. The patient is doing well. At explant, it was seen that the valve had endocarditis and it was sent to the hospitals pathology lab for evaluation suspected reason for degeneration (second valve): histology proof of endocarditis (acute ulcero-polyposid endocarditis of the prosthesis with focal detectable bacteria and small, partly confluent abscesses).

Manufacturer narrative:
Torn leaflet or increased gradient of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the valve was reported to be degenerated, but no additional information was provided. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a nonfunctioning leaflet. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in (B)(4), the patient had a sapien valve implanted in 2011 which required a 26mm sapien xt to be placed within it three years later due to valve degeneration. Currently, the sapien xt valve has degenerated as well and both valves were explanted with a conventional surgical valve implanted. The patient is doing well.

Manufacturer narrative:
Describe event or problem was updated, additional MFR narrative was corrected. Please reference related manufacturer report no: 2015691-2016-02143. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or <) or late (>60 days) after valve implant. As described in a technical summary written by edwards lifesciences, late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. In early cases of pve, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. In light of this, only reports of pve occurring within 60 days of implant would be MDR reportable. In this case, the valve was implanted in 2014 and reported to be degenerated in 2016, and upon explant, it was found to have endocarditis. The source of the endocarditis is unrelated to the valve implant, or the tavr procedure for the second valve.

Event description:
As reported by our affiliates in (B)(4), the patient had a 26mm sapien xt valve implanted in (B)(6) 2012 which was replaced (viv) in (B)(6) 2014 with a 26mm sapien xt by ta approach valve due to degeneration. The second sapien xt valve has degenerated as well due to endocarditis and both valves were explanted and replaced with a conventional surgical valve. The patient is doing well. At explant, it was seen that the valve had endocarditis and it was sent to the hospital&#62688;pathology lab for evaluation. The suspected reason for degeneration (second valve): histology proof of endocarditis (acute ulcero-polyposid endocarditis of the prosthesis with focal detectable bacteria and small, partly confluent abscesses) the patient had severe comorbidities of which one was an auto-immune system illness and as per his opinion this was probably the reason for the early degeneration.